Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. G1 reporting contact first name and reporting contact last name.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 42-year-old male was implanted with an impella cp for mechanical circulatory support. It was reported that while the patient was on impella cp support, the patient experienced profuse bleeding at the right femoral artery groin access site and was coagulopathic. Manual pressure was applied to the groin, and the patient was transfused with 2 units of platelets, 2 units of fresh frozen plasma, and cryoprecipitated antihemophilic factor with no improvement to bleeding. Anticoagulant therapy was discontinued, and vascular surgery was performed to repair the right femoral artery after it was discovered it had been dissected all the way up to a side branch. During the surgery to repair the right femoral artery, the impella cp was removed and the patient was escalated to an impella 5.5.